Manufacturer narrative:
Additional information: additional information: prematurity; 31 5/7 weeks gestation.

Event description:
The customer reported that the nicu nurse responded to an alarming device that was infusing intra-lipids (tpn) 20.1ml at 0.8ml/hour to infuse over 24 hours. Upon assessment it was found that the device alarm stated "syringe empty". The nurse checked the syringe to find that it was empty and further stated that she had checked her fluid calculations that morning and confirmed that the pump was infusing at the ordered rate. However, it was further stated by the customer that there was no way for them to confirm that the syringe was hung with the appropriate volume. An internal safety network (sn) incident was submitted for the occurrence of a possible error. The customer also stated that they were unable to account for the missing 7ml, as well as, unable to confirm whether the pump delivered the lipids faster, whether it was a pharmacy error with the wrong volume hung or whether an operator error occurred when the night shift nurse primed the tubing. There was no patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nicu nurse responded to an alarming device that was infusing intra-lipids (tpn) 20.1ml at 0.8ml/hour to infuse over 24 hours. Upon assessment it was found that the device alarm stated "syringe empty". The nurse checked the syringe to find that it was empty and further stated that she had checked her fluid calculations that morning and confirmed that the pump was infusing at the ordered rate. However, it was further stated by the customer that there was no way for them to confirm that the syringe was hung with the appropriate volume. An internal safety network (sn) incident was submitted for the occurrence of a possible error. The customer also stated that they were unable to account for the missing 7ml, as well as, unable to confirm whether the pump delivered the lipids faster, whether it was a pharmacy error with the wrong volume hung or whether an operator error occurred when the night shift nurse primed the tubing. There was no patient harm.